Event description:
It was reported that during a gyn procedure the note stated that the tip of the jaw broke off. There was no piece left in the patient. They used a second like device to complete the procedure. The device is returning for analysis.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw missing and not returned. Inspection of the jaw area showed damaged to the retention pins that hold the jaws in position. The retention pins were sheared off. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the missing top jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.